Event description:
The customer reported that the system displayed a save operation failed error message and did not save patient images on the first case of the day. The system was rebooted and saved images normally after that. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the system software was reloaded.